Manufacturer narrative:
During the device evaluation, the reported event of the bent duraguard was confirmed, and excessive side load was identified as a probable cause of the reported event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the maestro duraguard was found to have a bent tip. No patient involvement, no delay, no medical intervention and no adverse consequences were reported, and there was no associated procedure.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed. Device not returned for analysis at this time.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the healthcare facility, the maestro duraguard was found to have a bent tip. No patient involvement, no delay, no medical intervention and no adverse consequences were reported, and there was no associated procedure.